Manufacturer narrative:
The impella device has not yet been received from the customer. However, a device evaluation is anticipated. Upon investigation closure, a supplemental MDR will be filed. The instructions for use states the following about high purge pressure: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure. Which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported an impella 5.5 was implanted in a male of unknown age for mechanical circulatory support due to congestive heart failure and cardiogenic shock. There was high purge pressure on the pump. There were no kinks observed in the purge line. No patient harm was reported. No additional information was provided.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. A significant amount of biomaterial was observed on the outflow cage and purge gap. The cause of the high purge pressure issue was biomaterial based on return product investigation and data log review.